Event description:
A malfunction was reported on the pump, with no significant events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the caller with pump reset information and helped reset the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurs, which they acknowledged and understood.